Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing baclofen (dose and concentration unknown). Indications for use included intractable spasticity and post spinal cord injury. It was reported that the patient's pump went dry on two different occasions; once at sometime during 2016, and again at (B)(6) 2016. During the occurrence in (B)(6) 2016, the patient was at a medical center for an unrelated spinal evaluation. It was determined that his pump was near dry and only had 1ml left. A manufacturer representative responded and instructed the emergency room doctor on how to fill the pump, and the pump was filled on an emergency basis. The patient reported that he was on the highest available concentration of baclofen. No symptoms were reported, but a sudden change in therapy was noted. The patient noted that the pump continually went dry "because of the dr."

Event description:
Additional information was received from a consumer (con) and a manufacturer's representative (rep). The patient's refill alarm date was on (B)(6) 2017. The patient stated that his hcp put non-compliance information in his chart and flagged his file. The patient was looking to address this stuff in his chart and find a managing hcp. The patient had to go to the emergency room in (B)(6) 2016 and the rep was there and brought the medication to refill the pump. The patient had to get the pump refilled the last two times in went dry and it was the physicians fault and not his, and that was documented in his records. The patient has a pre-existing condition of being paraplegic in a wheelchair for the past 22 years and did not understand why this information was put in his chart. The patient's previous managing physician was no longer doing pumps and that was the reason why the patient no longer had a managing physician. The patient was receiving baclofen of an unknown concentration at a dose of 600 mcg/day. Patient was given listing of hcp's within 500 miles of his zip code and redirected to (B)(6) to assist patient in finding a hcp since the patient's primary care physician would not manage the patient orally for baclofen needs. The rep stated that unfortunately he had learned from hcps that this patient had burned too many bridges and had run out of options. The rep reviewed that there were not any additional options in the state of (B)(6) that the patient was privy to. The patient was redirected to their primary care physician to see if they could call a place that the patient found in (B)(6) that does multiple sclerosis patients with pumps and see if they can assist with an emergency refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.